Event description:
As reported by the edwards field clinical specialist (fcs), a valve in valve was required after transapical deployment of a sapien valve. The native annulus was between 19-21mm. The amount of calcification was heavy. The patient had an lv apical conduit, located in the apex of the left ventricle and connected to the descending aorta to bypass the native annulus. The patient was on full bypass support prior to the start of the procedure. No initial bav was performed. The first valve was deployed 60:40. Per report, there was significant recoil with the valve, despite post dilation. There was pressure from the annulus, which pushed back on the valve. There was mild to moderate pvl. After the post dilation, there was still mild to moderate pvl on echo. A second valve was implanted 2 mm more aortic, and there was only trace pvl.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, it was believed that significant recoil of the valve resulted in paravalvular leak (pvl). In addition, the heavy native annular calcification likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.